Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The power management graph was in specification. No pump error alarms in the format history file or no unexpected low battery alerts noted in the format history file. The power management graph indicated connector resistance issue (j6). Multiple unexpected battery power loss anomalies, replace battery alarms and replace battery alerts noted in the long trace file. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed replace battery now. Customer was assisted with troubleshooting for alarm. Customer's blood glucose was mg/dl at the time of incident. Customer stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer indicated that there was no low battery alert prior to replace battery now alarm and this was the second occurrence. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.